Manufacturer narrative:
All of the buttons are functioning properly however, moisture damage was found on the keypad traces. The insulin pump passed displacement test and self test. No activation anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad no longer functioned on the customer's insulin pump. It was reported that the keypad was unresponsive. It was reported that the customer was advised that the device would have to be replaced and returned for analysis. No further information provided.